Event description:
It was reported that during a colon resection procedure, the surgical tech said that the cartridge reloads were not seating properly in the proximal jaws of the device. The surgeon said he was not getting complete staple lines and had some oozing. The team switched to a new device and it worked properly. There were no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one pse60a device was returned in good visual condition and with one ecr60w cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no incomplete staple line was noted during functional testing. The cartridge was loaded and removed without any difficulties during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.